Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12701. It was reported the patient experienced a 'sparking' sensation in the occipital leads (off-label use). It occurred intermittently, with stimulation on or off. Follow-up revealed the patient is experiencing effective stimulation with no further issues. Note: the patient has 2 leads from different lot numbers, both leads are being reported.